Event description:
It was reported that a patient underwent a revision surgery to remove a fractured screw at the s1 level, approximately 17 days post-op. No patient complications were reported.

Manufacturer narrative:
Device has returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination by a product engineer confirmed that the screw broke in the fourth thread. Unable to determine the cause of the event.